Event description:
The customer did not feel well all day. Customer used the device to check the blood glucose earlier and the result was 210 mg/dl. Customer tested again and the reading was 573 mg/dl. Customer called the doctor and was instructed to take a glyburide pill. Customer tested again and the result was 173 mg/dl. Customer still felt sick and then went to the ER. The glucose was 60 mg/dl on a hospital meter and lab. Customer was treated with an IV and admitted for two days. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.